Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient recently underwent a pump exchange on (B)(6), 2014 (reference MFR report #2916596-2014-01083) and remains in the hospital. The patient had a syncopal episode on (B)(6), 2014 and the concern was due to av being sewn closed. The physician stated that the event log history revealed multiple pump stoppage, pump off, and low flow alarms noted. Log files were sent to the manufacturer for evaluation. The current speed was noted to be 8800 rpm and an echocardiogram that was performed revealed worsening mitral regurgitation noted without a real cause. Multiple power spikes were noted according to the physician without associated pulsatility index events. It was reported that the physician was concerned with power spikes and previous thrombosis. According to the physician, the patient was clinically stable and the pump parameters were within normal limits. The patient's lactate dehydrogenase level was noted to be "low." A miniature ramp study was planned. It was noted that the physician contacted the manufacturer for evaluation of the log files but stated that the "patient is not going for an exchange emergently and will continue to monitor and investigate." No further information is available at this time.

Manufacturer narrative:
The root cause of the reported event could not be determined. The evaluation of the returned system controller confirmed the reported low flow alarms and power elevations, but the root cause could not be determined. The system controller functioned as intended throughout analysis. Additional information that was received indicated that the patient has been doing fine since the system controller and patient cable were exchanged. The patient remains ongoing on vad support and no further issues have been reported. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. The manufacturer's approved labeling outlines power elevations and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient's system controller and patient cable were exchanged.